Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that debris was in the channel; however, the foreign material was unable to be identified. The device was appropriately reprocessed and stored following the previous procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material coming out due to breakage of the channel, angulation in the up direction was out of standard, liquid leakage was present due to deformation of the right/left knob, liquid leakage was present due to breakage of the up/down knob, the screen was partly dark due to a scratch on the charged coupled device lens, the condition of the light guide bundle was not good, the charged coupled device lens was creased, the adhesive of the bending section rubber had a gap, the connecting tube was crumpled, and the connecting tube protector was cut off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope was crumpled at the insertion part. The issue was found during preparation for use. Inspection and testing of the returned device found foreign material coming out of the suction cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.